Event description:
During surgery, the physician was trying to screw the bio-cork screw suture anchors into the patient's bone. Four (4) screws were used. Three (3) of the screws broke. Two (2) of the broken screws were removed. However, a part of one screw remained in the patient's lower leg at the stump revision. The first 3 screws that were used came from the same lot number. The 4th screw was taken from a different lot number.